Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the right ventricular (rv) and right atrial (ra) setscrew seal plugs. Next, the pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the rv and ra channels was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plugs. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that oversensed noise resulted in pacing inhibition of less than 2 seconds on the right ventricular (rv) channel. Noise was also present on the right atrial (ra) channel. Visual inspection showed that leads were intact. This device was replaced prior to pocket closure. No adverse patient effects were reported.